Event description:
It was reported that on the ICU the draeger infinity acute care system (incl. M540) stopped recording arterial bp on a patient and the c700 screen was intermittently not recording observations. The event occurred on 3rd of may at 05:00pm. First tried new m540 with art line cable but still not recording - decided the quad cable needed to be changed - 5-8 mins total of no bp monitoring and then when we finally got bp monitoring back sbp was 234s (target was less then 140) patient given multiple sedation boluses and fentanyl to bring down but took a further 5mins before back under bp targets". I have the quad unit with me but have not done any testing with it yet. I have downloaded the logs from the bed space which still has the same patient in it. The event happened yesterday evening after the patient went to ICU from theatre. Please have a look at the logs and let me know if there is anything obvious there to cause the failure. Otherwise I will test the quad as possibly loose cable with that. We cannot rule out a delay in treatment or potential incorrect treatment being provided for this case.

Manufacturer narrative:
The concerned quadhemo pod and the cable which connects it to the patient monitor m540 were returned for investigation. It was identified that the cable was internally damaged leading to intermittent connection to the patient monitor. The quadhemo pod was working well according to specifications when it was connected via a known good cable to an m540 lab device. The finding explains the reported behavior that the device stopped to display ibp readings. The quadhemo pod is the dedicated accessory for the m540 patient monitor which takes the ibp readings from the patient and transmits the signal to the patient monitor for further processing. If the monitor cannot receive a valid signal due to e.g. A damaged cable the device is designed to display "***" in the dedicated parameter box and to alert the user to this condition by an acoustic tone. It is in the nature of things that - when the signal transmission between sensing unit and monitor is being interrupted - the monitor cannot detect via this signal channel anymore if the patient runs into a critical situation. Thus, the user has also to respond to low-priority alerts of signal loss in a timely manner to ensure a continuous overview of the patient's vital signs. Although being reusable the podcomm cable has a limited life time and, the factors with the most significant impact on the product's useful life such as way of handling, reprocessing method etc. Are under control of the user. Post market surveillance data reasonably suggests that the cable design is adequate for the typical use conditions. Dräger concludes the following: it is not exactly known at which point in time the podcomm cable became damaged causing the observed loss of ibp readings from the monitor. From the fact that the m540's log file provides evidence that multiple ibp-related alarms have been issued around the time of event, it cannot be excluded that the users were already aware of the worsening patient status and caused the cable damage unintendedly during the interventions made on the patient. The issue does not incorporate a previously unidentified or falsely assessed risk - the loss of data from the screen is obvious and triggers an alarm tone; patient status must be derived from other vital parameter then.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that on the ICU the draeger infinity acute care system (incl. M540) stopped recording arterial bp on a patient and the c700 screen was intermittently not recording observations. The event occurred on (B)(6) at 05:00pm. First tried new m540 with art line cable but still not recording - decided the quad cable needed to be changed - 5-8 mins total of no bp monitoring and then when we finally got bp monitoring back sbp was 234s (target was less then 140) patient given multiple sedation boluses and fentanyl to bring down but took a further 5mins before back under bp targets". I have the quad unit with me but have not done any testing with it yet. I have downloaded the logs from the bed space which still has the same patient in it. The event happened yesterday evening after the patient went to ICU from theatre. Please have a look at the logs and let me know if there is anything obvious there to cause the failure. Otherwise I will test the quad as possibly loose cable with that. We cannot rule out a delay in treatment or potential incorrect treatment being provided for this case.